Event description:
Device service required prompt. No patient involvement.

Manufacturer narrative:
Bt1 coin cell detached from pcba due to impact damage. Upon receipt at heartsine, damage was observed on the lower and upper-case assembly, which would indicate the device had sustained an impact. Visual inspection of the device revealed the bt1 coin cell had become detached from the pcba. As the bt1 coin cell provides power for the rtc circuit, this had resulted rtc errors in the history log. The user would have been alerted with ¿warning, device service required¿ prompts, as per reported fault.

Event description:
Device service required prompt. No patient involvement.